Manufacturer narrative:
The system archive was reviewed. The trace pattern included regions below the eyes and on temples where points displayed below the surface of the model. Scan field of the view does not include the ears and is cut off at the forehead.

Manufacturer narrative:
Patient sex received. Additional procedure information received. UDI # received. Device manufacturing date received.

Event description:
The reported issue occurred prior to incision in an functional endoscopic sinus surgery (fess) procedure, after administration of anesthesia. The procedure continued with navigation, keeping consideration of the inaccuracy which was reported to be approximately 1.5mm. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Additional information: a software analysis was initiated but unable to assess navigation accuracy. Trace pattern has excellent coverage for a scan of limited anatomy, achieving registration accuracy of 1.2mm. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. No evaluation has been performed as the resolution was confirmed on-site. System archives were reviewed. It appears that some registrations point to going inside the anatomy which may have caused the reported issue. Resolution confirmed on call.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure, there was an alleged inaccuracy with the navigation system. It was observed that the system was accurate in the frontal sinus, registration looked good, but when going to the sphenoid sinus, there was an inaccuracy inside the patient anatomy of 1.5mm-2mm. No additional information was available.